Manufacturer narrative:
Insulin pump received with minor scratch on display window, cracked reservoir tube lip and cracked battery tube threads. Insulin pump received without the original pump belt clip. Insulin pump has no damage on belt clip slot noted.

Event description:
It was reported that the customer dropped his insulin pump and the screen became scratched. The customer's blood glucose level was 202 mg/dl and he was advised to discontinue pump use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.